Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had multiple no delivery alarms, motor error alarms and that they experienced high blood glucose level of 440mg/dl. The customer stated that they have not treated high blood glucose. Customer was advised to disconnect from the insulin pump. Troubleshooting for motor error alarm was performed. The customer stated that the drive support cap was not protruded/loose/sticking out. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to rewind. The troubleshooting found that the insulin implant was performing as designed. The customer was advised to call back if issues persist. The insulin pump will not be returned for analysis.